Event description:
This is 1 of 2 reports for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Additional product code - hwc.

Event description:
Patient underwent orif of the left distal radius on (B)(6) 2012. On (B)(6) 2013, patient returned to the clinic complaining of pain. X-rays revealed that the most distal and radial locking screw had backed out of the plate. Patient returned to the or on (B)(6) 2013 for removal of hardware. Patient was revised to two .45 k-wires through the radial styloid into the ulnar side of the distal radius. This is 1 of 2 reports for this event.

Manufacturer narrative:
This device used for treatment and not diagnosis. The visible investigation shows marks of use on the bottom side of the plate; the most distal and radial locking screw threads are damaged; all other threads show marks of use and wear. Except the completely damaged most distal and radial locking screw threads all other threads still accept the intact locking head screws; the functional test shows that the screws can be locked and unlocked. Because of the damage, the complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications. (B)(4). The plate holes are designed per (B)(4) and the screw heads are designed with correct mating dimensions. The packaging, labeling, and sterilization are per synthes standards, and a technique guide exists to explain proper implantation of the system. No other design aspect could have contributed to a failure such as this. An exact cause of this complaint can not be determined: it is unknown if the correct instrumentation was used, if the correct procedure was followed, and we do not have any post-operative data on the patient. The design risk assessment is adequate for the intended use.

Manufacturer narrative:
Additional narrative: device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found.